Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator display would not advance past start up screen and the device would not turn off unless the battery was removed. There was no patient involvement.

Manufacturer narrative:
(B)(4). A non-medtronic service provider evaluated the ventilator and it was determined that the main control printed circuit board needs to be replaced. Medtronic was not authorized to service the ventilator.

Manufacturer narrative:
Catalog number and unique identifier (UDI) number added to section. The single board computer (sbc) board was returned for failure investigation. The ventilator was power cycled on and the 6 image di splay was observed. The single board computer board was updated using the ht70 operating system upgrade kit. After the software upgrade was completed the calibration process was performed. The system passed the calibration process and was allowed to run for one hour without generating any errors. If information is provided in the future, a supplemental report will be issued.